Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 13.5 cm from the distal end is a 5 cm section of exposed core wire. The coating has rolled over itself towards the distal end. There is a section of frayed covering approximately 2 cm long hanging from the rolled up section. Due to the condition of the returned device it cannot be determined if part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The coating started to peel apart from the wire after 3 exchanges. No section of the device detached and became free inside of the patient. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.